Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8015 had system error 133.6090 was due to comm board- main speaker faulty. Technical support recommended replacing the main speaker. Biomed requested the part number and was assisted with pn (B)(4) (main speaker). The com direct number was provided for part ordering. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported 8015 system error 133.6090. There was no patient involvement.